Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis was performed only. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that visual analysis was performed only.

Event description:
It was reported the patient died approximately six months from pacemaker system implant. The cause of death has been requested and not received.